Event description:
On (B)(6) 2016 the patient contacted lfs us alleging that the otverioiq charger plug would not fit correctly with the usb cable. This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.